Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the screen black out during angulation occurred due to a defective charge-coupled device unit. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.8 inspection of the endoscopic system inspection of the endoscopic image do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had an image blackout when using angulation. The reported issue occurred during preparation of use for a diagnostic bronchial examination procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the white plastic distal end cover on the distal end was detached from the bending tube which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the screen blacked out during angulation due to a defective charge-coupled device unit. Upon further inspection, it was observed that the white plastic distal end cover on the distal end was detached from the bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.